Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer and the result was questioned by the clinician. The result was considered discordant when compared to repeat troponin test results. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was on site for system inspection and found no system issues that may have contributed to the discordant troponin result. The fse performed a system preventative maintenance. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.